Event description:
It was reported that during the exchange procedure, the right ventricular (rv) lead exhibited high capture thresholds. The patient is going to be brought to the clinic and a right ventricular automatic threshold (rvat) test will be run to check this rv lead. Additionally, it was noted on the presenting electrocardiograms an intermittent loss of capture in this patient's left ventricular (lv) lead. A review was requested, and the technical services (ts) consultant indicated that it was noted amplitudes of varying size, potentially indicating loss of capture on the lv channel. The patient is going to be evaluated in the clinic. No adverse patient effects were reported. The leads remain in service. The information received indicated that this patient was evaluated in-office check, it was noted that the loss of capture was not confirmed. The patient is going to continue monitoring remotely and in-person follow-up. No adverse patient effects were reported. The leads remain in service.